Event description:
Information received with return of the explanted device notes diaphragmatic stimulation. Attempts to reposition the lead were not successful as a position could not be found that didn't cause the stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received